Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pockets were not on the bus and failed to recover. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer replaced the retractor band on 4.2 and reseated the row board cable then was able to successfully pop all cubies. Fse reseated all row board cables and cleaned out the drawer to resolve. Fse tested the drawer in hardware test application. The system functioned as intended after the field service engineer repaired the device.